Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a tumescent infiltration pump. The customer states: pump does not function. Device does not pump tumescent analgesic. No further info available. It is unk if there was pt involvement.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.